Event description:
It was reported that the asymptomatic patient was brought the emergency room due to a loss of output by the pulse generator. The device could not be interrogated was not possible. On (B)(6) 2015, an additional 2.2 second pause in output was observed. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the pulse generator found a wire bond anomaly which resulted in an intermittent power connection. This likely contributed to the reported anomalies.